Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed the mesh test cut acceptance criteria due to an incomplete cut; however, the repair was not completed because the unit was scrapped and replaced. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00011-1, 0001526350-2023-00012-1, 0001526350-2023-00013-1.

Event description:
No additional details are available regarding the event.

Event description:
It was reported that during testing the cutter did not pass the cut test. No patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.